Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. It was further reported the infection was systemic and resulted in bacteremia. The organism was identified as staph lugdunensis. The patient had been treated with antibiotics which did not completely resolve the infection and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.